Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove a dual coil right ventricular (rv) ICD lead due to bacteremia. During preparation for the extraction procedure, the physician attempted to place a spectranetics bridge occlusion balloon (using the bridge prep kit, not manufactured by philips), in the event of emergency. The staging of the bridge balloon using the wire contained within the prep kit was difficult due to extensive binding in and around the superior vena cava (svc), but the physician ultimately was able to stage the bridge balloon within the inferior vena cava (ivc), ready for emergent use. The physician then began the lead extraction procedure by opening the pocket at the patient's left shoulder/clavicle and began dissecting the generator and lead. It was noted there was extensive calcification on the lead. While the physician continued dissection, the patient's blood pressure dropped slightly and an effusion was detected. Tamponade followed. A pericardiocentesis was performed, along with chest compressions. The surgeon performed a sternotomy and quickly and successfully repaired a 2mm superior vena cava (svc) injury. This repair took approximately 10-15 minutes and the patient remained stable. The surgeon felt that the wire contained within the bridge prep kit had perforated through the right atrial appendage into the svc and then through the svc, creating the 2mm tear in the svc. Again, the bridge prep kit and the components contained within it are not manufactured by philips. After the svc repair, the lead extraction procedure commenced. A spectranetics lead locking device (lld) was inserted into the rv lead, but was only able to advance to the area of the lead's svc coil and not to the distal tip of the lead because the lead was reportedly compromised. However, the lld was locked into place and along with suture tied to the lead's conductor cables, traction was provided to the rv lead. The physician then used a spectranetics 14f glidelight laser sheath and was able to advance the device to the mid-subclavian region where progress stalled. The physician then utilized a spectranetics 11f tightrail rotating dilator sheath, which was able to advance to the proximal portion of the lead's svc coil, then progress again stalled. Upsizing a 13f tightrail device, the physician was only able to advance to the same area of stalled progress. After several attempt were made to advance over the lead's svc coil, the lead broke at the coil, in the same area where the distal tip of the lld was located. The lld was removed in its entirety along with the lead segment that broke. The physician then switched to a femoral approach where she was able to snare the lead securely. With fairly aggressive traction, however, it became apparent that the lead was so calcified into the vessel wall that it could not be removed with traction alone. After consult with the surgeon, the extraction was stopped and the patient's chest was closed with the rv lead remnant still embedded in the patient's heart. The patient remained stable throughout the lead extraction attempt and survived the procedure. There was no alleged malfunction of any spectranetics device in use during the procedure. This report is being submitted to capture the event in which the lead broke during the time an lld was present within the rv lead and traction was being applied. The lead breaking with the lld inside the lead did not cause/contribute to any injury, but has the potential to do so with recurrence.